Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached end of life with a a charge time of 39 seconds. Premature battery depletion was suspected, as the the battery was at 2.83 v and the charge time was 13.6 seconds in august 2006. It was also noted that the device did not seem to emit beep tones. No adverse patient effects were reported.